Manufacturer narrative:
D9: product received date 10/22/2024. H3: one device was received for evaluation. Visual inspection found a detached downstream occlusion seal. A functional and visual test were performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor/seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device beeped occlusion. There was unknown patient involvement. No patient harm/adverse event was reported.